Manufacturer narrative:
The referenced report of the stroke, the patient had back in (B)(6) 2017 was reported under medwatch MFR report #2916596-2017-03081. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(4) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a dramatic brain bleed. On the morning of (B)(6) 2018, the patient was found unresponsive but still breathing by a family member and was taken to the local emergency department (ed). On the evening prior, the patient had reported feeling dizzy, but denied pain or fever. The patient reportedly ate and went to bed as usual. A head CT performed in the ed demonstrated a large left sided intraparenchymal hematoma with surrounding edema and 9mm midline shift. On admission, the patient¿s inr was therapeutic at 2.5 (goal 2-3). The patient was do not resuscitate, and subsequently expired. It was reported that the event was not believed to be device related, as the pump was operating as intended and there were no changes to the lvad parameters. Post lvad placement on (B)(6) 2017, the patient¿s operative course was complicated by hypoxemic respiratory failure resulting in a prolonged ICU and hospital stay. The patient experienced a left frontal lobe infarction on (B)(6) 2017 resulting in severe debility. The patient was also treated for a severe urinary tract infection secondary to foley catheter use. The patient was last seen in the clinic on (B)(6) 2018 and reported a fall and dizziness, which had been a chronic problem since hospital discharge. Per the family, the patient had stable symptoms up through the night prior to admission and had been compliant with taking the intravenous antibiotics. No further information was provided.